Event description:
It was reported that a lead warning sounded on the right atrial (ra) lead for a large number of low impedances. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that a lead warning sounded on the right atrial (ra) lead for a large number of low impedances. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: 402452 implantable pacing lead (B)(6) 1998. (B)(4).

Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range. There were 238,967 low impedance paces post lead warning on (B)(4) 2013.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.